Event description:
The customer reportedly obtained a 301mg/dl and 93mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered based on the back-to-back results. No adverse event reported. The caller reported that the customer had the meter and strips with him during the call to the accu-chek call agent. No strip information provided during the call. A request was made for the return of the suspected product; replacement was sent.